Event description:
It was reported that the spacer broke during deployment. The procedure was complicated by the patients anatomy, specifically the narrow interspinous space, which made spacer placement challenging. Upon assessment, thickening of the lamina bone was noted, potentially contributing to the difficulty. The broken spacer was removed from the surgical site, discarded, and will not be returned for analysis. Although visual inspection did not clearly confirm the breakage, the physician opted not to use the compromised device. A second spacer was selected and successfully implanted without further incident.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.